Event description:
Pt was receiving "air fluidized treatment" via a clinitron bed. On 12/16/97, while turning pt on her side, part of the clinitron cover sheet pulled back and a large amount of white powder sprayed into pt's face and abdominal wounds. Pt has demonstrated new pulmonary symptoms since this incident.